Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 30mg/dl while wearing the pod between 24 and 36 hours. The patient was treated with IV (intravenous) fluids and food. The patient was released the following day. The pod was worn when seeking medical attention.

Manufacturer narrative:
In the case description, the user mentioned receiving a 15u bolus though they only confirmed a 3u bolus. The pdm was returned with a crack in the lcd. This crack did not impact lcd readability or touch functionality. Inspection of the insulin history confirmed the delivery of a 15u bolus on the date of occurrence. The history showed that a bg value of 222 mg/dl was entered into the bolus calculator, which resulted in an initial suggestion of 2.24u based on a correction factor of 50 and a target bg of 110 mg/dl. This suggestion was then lowered to 0.8u due to the iob. The calculation showed that no carbs were entered and that the bolus was then manually adjusted by 14.2u to 15u. Inspection of the android log files found the engineering logs from the date of occurrence to be overwritten due to continued use of the system. Inspection of the ibf data found no evidence of the system over delivering insulin. Comparison of the ibf data to the available log files to the insulin history found no discrepancies or abnormalities, indicating that all insulin delivered by the system was correctly recorded into device memory. The system was found to function as intended.